Manufacturer narrative:
Device technical analysis: boston scientific has made attempts to retrieve the device however no further movement on device return was provided; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the farawave device confirmed that the event of luer detachment is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a flush port detachment occurred. During a usep procedure to treat a persistent atrial fibrillation, a farawave catheter was selected for use. During preparation for the procedure, the physician opened the farawave catheter, and upon opening, the flush port was seen to have been snapped off. The issue was present upon opening the package and the damaged product was not used during the procedure. The catheter was replaced with a new farawave catheter, and the procedure was completed without patient complications.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a flush port detachment occurred. During a usep procedure to treat a persistent atrial fibrillation, a farawave catheter was selected for use. During preparation for the procedure, the physician opened the farawave catheter, and upon opening, the flush port was seen to have been snapped off. The issue was present upon opening the package and the damaged product was not used during the procedure. The catheter was replaced with a new farawave catheter, and the procedure was completed without patient complications. The catheter is expected to be returned for analysis.